Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned generator indicated all labels are intact, legible and correctly orientated. It was also verified that all internal components were secured, and no physical damage was detected on the chassis exterior. Ac power was applied to the returned rf generator and the device initialized with a continuous audible tone, which confirms the field reported event. An error message was also displayed indicating ¿controller not responding¿. This behavior is consistent with software corruption that occurred during a previous operation. The event which resulted in the software corruption was not communicated and remains undetermined. The controller software was reinstalled, and normal functionality was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to corruption of the controller software that occurred during a previous operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the generator was powered on and the screen remained blank. The generator was powered off and back on and multiple outlets were tested but the issue did not resolve. The patient was already prepped and on the procedure table when the case was cancelled. There were no adverse consequences to the patient.